Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/bilateral essures visualized with probable perforation on left into myometrium\metallic apparatus within myometrium at the cornu'), fallopian tube perforation ('bilateral essure device with rt essure or tubal perforation into abdomen & absence of distal rt tube(there was no distal tube or fimbria on rt)there was perforation of device on rt &metal could easily seen perforating through proximal rt fallopian tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth, amenorrhea, abdominal pain, ovarian cyst, vaginal bleeding and chronic fatigue. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), allergy to metals ("nickel sensitivity"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, allergy to metals, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure was placed on the right side first, and there were 2 trailing coils. It was then placed on the left side, and there was 1 trailing coil noted there. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, fallopian tube perforation and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/bilateral essures visualized with probable perforation on left into myometrium\metallic apparatus within myometrium at the cornu'), fallopian tube perforation ('bilateral essure device with rt essure or tubal perforation into abdomen & absence of distal rt tube (there was no distal tube or fimbria on rt) there was perforation of device on rt & metal could easily seen perforating through proximal rt fallopian tube') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, live birth, amenorrhea, abdominal pain, ovarian cyst, vaginal bleeding and chronic fatigue. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain / pain"), dysmenorrhoea ("dysmenorrhoea") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure was placed on the right side first, and there were 2 trailing coils. It was then placed on the left side, and there was 1 trailing coil noted there. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia, fallopian tube perforation and uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.